Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the knot during an open replacement of the tricuspid valve, the suture thread broke. Another suture was used to complete the case.